Manufacturer narrative:
Hvad pump was not returned to heartware for evaluation. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. There are patient and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Coagulation events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) addresses guidelines for optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported a patient who was implanted lvad on (B)(6) 2015 had a small bowel obstruction on (B)(6) 2015 which required ex-lap. On (B)(6) 2015, the patient experienced urinary tract bleeding resulting in 8 packed red blood cell transfusion starting on (B)(6) 2015 as well as needed cystoscopy x 3 with clot removal/fulguration. The patient was on lovenox and aspiring as anticoagulation at the time of this event. The patient also sustained cardiac arrhythmia requiring drug treatment or cardioversion on (B)(6) 2015. Lastly, on (B)(6) 2015, noted the patient's psychiatric episode requiring intervention. The patient was subsequently discharged next day on (B)(6) 2015 with a device in place to rehabilitation facility on (B)(6) 2015.